Manufacturer narrative:
The insulin pump had no response in the escape or act button due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 93 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.